Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the lts60a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape, in addition it should be noted that all instruments are inspected 100% for staple presence by an automated vision system. The analysis results found that the lts60a device b was rec'd in good visual condition and with a reload loaded in the device. The reload was rec'd fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape, in addition it should be noted that all instruments are inspected 100% for staple presence by an automated vision system. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a gastric by pass procedure, the surgeon had fired two devices with 12 reloads and when they visually observed the staple lines, they were profusely bleeding on both the stomach and jejunum, they did a leak test and bubbles appeared. They then used everseal and cautery to seal the staple lines. The staples appeared to be formed in correct b shape and it is not consistent with seeing the cartridge feet in the fired device; some appear to be not visible. There was no adverse consequence to the pt reported.